Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient experienced multiple complications during impella 5.5 support. It was documented that two days into support, the patient experienced a gastrointestinal bleed. The patient remained on heparin despite the noted condition. The following day, a CT scan revealed that the patient also had multiple head bleeds. At that point in time, anticoagulation was halted. Additional intervention was not noted. After four days of support, the sterile sleeve became loose, at which point the rn was able to clean and resecure the component. Support continued uninterrupted.